Event description:
User claimed while a patient was sitting on this table, the arm dropped and the patient was injured.

Manufacturer narrative:
Upon receipt of the initial call, there was limited info in regards to the injury event while utilizing this equipment. We have made numerous attempts to contact the customer for further detail of this injury, however, we have not received any further info.